Event description:
New information revealed that the device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving an alert for long charge time. The device is pending explant. The patient was stable.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory. Review of the stored device image indicated two charge timeouts occurred in the field. The device's charging circuitry was tested and no anomalies were found. The high voltage capacitors were sent to the manufacturing site for further evaluation and an internal high voltage capacitor anomaly was found. The root cause of the extended charge time was an internal high voltage capacitor anomaly.